Manufacturer narrative:
The device was evaluated, and the service engineer (se), and it was confirmed that the air flow accuracy test was outside the acceptable range (with a setting of 0 slpm (standard liters per minute), the acceptable range was -1.0 to 1.0 slpm, but the device displayed a value of -2.5 slpm). The se noted that the flow sensor assembly was replaced, and the problem was resolved. The device was cleaned and functionally tested; the device was then returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the zero point for the flow sensor was deviated up to -2.5 slpm (standard liters per minute), which was the cause of the issue (range of the normal value is from -1.0 to 1.0 slpm). Therefore, flow sensor assembly needs to be replaced. This investigation is still ongoing.

Event description:
Philips received a complaint from the sales representative, reporting that the v60 ventilator had a standby mode issue. There was no patient involvement when the issue occurred. No patient or user harm reported. During an inspection, the sales representative reported that the v60 ventilator had a standby mode issue. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).